Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd ultra fine¿ pen needles were unable to deliver insulin/medication during use. The following information was provided by the initial reporter: material no: 320122 batch no: 0008806. Consumer stated, when taking injection, no medication flows. Stated, it may be a problem with her pen. Stated, she is new to injections. (Went over steps on how to inject and advised to see doctor or pharmacist). Date of event: unknown.

Event description:
It was reported that an unspecified number of bd ultra fine¿ pen needles were unable to deliver insulin/medication during use. The following information was provided by the initial reporter: material no: 320122 batch no: 0008806 consumer stated, when taking injection, no medication flows. Stated, it may be a problem with her pen. Stated, she is new to injections. (Went over steps on how to inject and advised to see doctor or pharmacist). Date of event: unknown.

Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.